Event description:
Additional information was received stating that the system stopped during the ultrasound mode of a cataract with intraocular lens implant (iol). The procedure was completed with the system operating only in suction mode. There was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. Additional related information, including servicing details and the system s/n, were requested but not provided. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported the system stopped during a surgical procedure. Additional information has been requested.